Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) did not seem to want to stay charged or continue to charge. The consumer also reported that the patient was charging too frequently; the patient had tried charging every day. The implantable neurostimulator recharger (insr) was showing the ins was empty to one quarter full, with six recharge coupling boxes. The insr battery icon would not progress, but they were only trying to charge for 15 minutes that day. It was reviewed that it could take several hours to fill one quarter, and it was unknown how long the patient tried charging every day. When asked whether the patient had been reprogrammed or switched to a new group, the consumer reported that they have changed a little bit. It was reviewed that programmed parameters affected recharge interval. When asked whether the patient charged the ins to 100% full, the consumer reported that the ins had charged quicker before, then changed and had gradually been getting worse. It was further reported that there was a reported patient fall related to the reported issue; the patient fell, wound up in the hospital, and then went to rehabilitation at the end of (B)(6) 2015. There were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the consumer reported that the healthcare professional was not notified about the implantable neurostimulator (ins) taking too long to charge and steps taken to resolve the ins taking too long to charge included meeting with a manufacturer representative. It was further reported that the issue of the ins taking too long to charge had resolved. If additional information is received, a follow up report will be sent.